Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 385358a did not uncover any non-conformances. The lot met release specifications. Unable to determine the root cause of the complaint with the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The following variance between inratio inr results was reported via a phone call. (B)(6): inratio=4.7, retest 1=1.3, retest 2=2.0 the reported therapeutic range=2.0-3.0 it was also reported that a microsafe tube was used for first 2 tests; sample was applied directly to strip on 3rd test. Stated that microsafe tubes does not dispense sample completely.